Event description:
Additional information received reported no additional interventions had been taken. It was stated the patient was programmed for the first time since their leads were replaced. It was noted the programming resulted in ¿excellent results.¿

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient had their leads replaced while the extensions and the bilateral ins¿ remained implanted. It was stated the device was at factory settings. It was noted the reason for the lead revision was due to poorly placed leads. It was stated after the leads were connected to the ins¿ the impedances were within normal range on both ins¿.